Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had problems with 2 sensors from the same box. Both sensors had missing electrodes. Customer does not want to use the rest of the sensors because she is afraid. Customer agreed to replace the 5 sensors.